Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, heavily tortuous, 75% stenosed distal right coronary artery (rca). After pre-dilatation was performed, an attempt was made to cross the lesion with the 2.5x15 mm xience xpedition stent delivery system (sds); however, it did not cross due to the anatomy. During retraction of the sds, in order to perform additional pre-dilatation, the stent implant dislodged in the proximal rca due to interaction with a non-abbott stent that had been placed partially in the aorta. The system, guiding catheter and guide wire, was removed from the coronary and a new system was engaged. The dislodged stent implant was compressed to the vessel wall by a non-abbott stent. Another non-abbott stent was placed to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was confirmed. The reported difficulty removing the device and the reported failure to advance the device were unable to be replicated in a testing environment as they are based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.